Manufacturer narrative:
Failure analysis has competed their investigation on the high resolution stereo viewer (hrsv). The unit was returned for failure analysis and the reported failure was replicated. The monitor was installed on the left side of the printed circuit assembly (pca) test system. Upon power up the system booted up with no issues other than the left eye monitor was dead. No images were being shown on the left eye of the surgeon side console (ssc).

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the hrsv due to the black left eye. System tested and verified as ready for use. Isi received the hrsv; however, the failure analysis is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Is) technical support engineer (tse) was contacted for assistance. The eye on high resolution stereo viewer (hrsv) left was black. Surgeon switched to the second surgeon side cart (ssc) and was able to continue. System has been rebooted already without any change. The procedure was completed with no patient harm and no delays. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.